Manufacturer narrative:
The medical center has not yet returned for analysis any impella product, neither pump that failed delivery nor the introducer sheaths. Upon completion of the investigation, a final report will be forthcoming. Per the IFU: "potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury." ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The us medical center reported that with the micro puncture single access attempt, there was a puncture through the impella cp's peel away sheath. The peel away was removed and the repositioning sheath advanced with oozing, but the doctor felt the vessel was intact and continued the procedure. Patient was hemodynamically unstable with dropping hematocrit and hemoglobin levels and requiring volume replacement. Coronary intervention aborted due to instability and vascular surgery proceeded with a right femoral vessel repair. The cp was removed to gain control of the vessel damage. Staff increased the medical/pharmaceutical hemodynamic support and gave blood transfusion.

Manufacturer narrative:
The investigation into the delivery issues- use and the vascular damage - great vessel has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was patient condition related with pump unable to advance over short sheath due to tortuous vessels. The cause of the vascular damage issue was patient condition related with femoral vessel dissected due to tortuous vessel condition during insertion.